Manufacturer narrative:
On 10-sep-2020, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2020. New information states that the explantation date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. In addition, it was reported that the correct explantation date for this event is (B)(6) 2020. The patient had both of her breast prostheses explanted and they were replaced with a mentor memorygel breast implant 270cc gel breast prosthesis and a mentor memorygel breast implant 295cc gel breast prosthesis. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information received, the patient experienced ruptured and developed breast pain and site calcification. During the visual inspection, the sample was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses when the right breast prosthesis rupture ruptured after implantation. The rupture was confirmed by MRI, mammogram, and ultrasound. In addition, the patient presented with bilateral breast pain, and the diagnostic mammogram showed benign-appearing calcifications. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right/left breast prosthesis.